Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for an unspecified number of colony forming units (cfus) of unspecified bacteria that exceeded the standards. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Corrected fields: d4 ¿ UDI inadvertently submitted with unknown instead of blank field. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs: sampling date: apr 27, 2024. Sampling from: biopsy channel. Cfu (colony forming units): 100cfu. Bacterial identification: copper green. The device was evaluated where we could not judge relation between the subject device and the event from the investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.